Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular lead displayed high thresholds, an increase in threshold over time, noise and the sensing integrity count was noted. It was also reported deterioration of the lead was suspected. Due to the patient¿s age and complex history it was decided that intervention would not be performed. The lead remains in use and no patient complications have been reported as a result of this event.